Manufacturer narrative:
The patient was sent a replacement device as a resolution, and the defective device was requested back for the investigation. Multiple attempts were made to reach the member and were unsuccessful, the defective device was not returned. No additional information was provided.

Event description:
The patient reported that while he was charging his livongo blood glucose meter, the device began smoking.